Manufacturer narrative:
The explanted implants and bone flap was sent to pathology at the facility and remains quarantined. It was reported that the revision was due to degradation of the bone flap. There was no alleged malfunction of the implant. The most likely underlying cause of this complaint is patient condition. The revision was due to degradation of the patient's bone flap. There are no indications of manufacturing defects. Supplemental report one of two for the same event, reference 0001032347-2016-00703-1.

Manufacturer narrative:
The possible adverse effects in the package insert state this type of event can occur. Because the lot number is unknown, the device history records could not be pulled and reviewed. The explanted parts were sent to pathology by the hospital. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2016-00703.

Event description:
A revision due to degradation of the bone flap which led to a cosmetic defect was reported.